Event description:
Entrak cable fell on floor, needed to be secured with tape to headset. Screw on cable snapped off. No backup cable available. Surgery was delayed until cable was secured to helmet. The cable appeared well calibrated before procedure commenced.